Event description:
On april 11, 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ultra meter has a power issue (meter does not turn on). This medical affairs specialist was unable to contact the pt to verify info gathered during the initial call or obtain follow up info. After the reported first occurred in 2008 at 3pm, the pt reportedly, has low blood sugar symptoms. The pt did not take any action in regards to diabetes management and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, what her low blood sugar symptoms were, and the events that lead up to the symptoms like food intake, medical regimen, and blood glucose readings. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt claimed she had "low blood sugar symptoms" after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.